Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was intended to be implanted within the common bile duct of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to stent placement. The malignant biliary stricture was reported to be 5 centimeters in length, located in the lower common bile duct. During the stenting procedure, as the user was attempting to deploy the stent, the sheath separated from the handle. As a result of the handle break, the stent was unable to be deployed. The procedure was successfully completed with another device. There were no serious injuries reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, and the outer sheath was retracted from the tip by 4 mm. The t-bar connector was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. There was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied as required during manufacture. During functional analysis it was possible to retract the outer sheath by hand and fully deploy the stent. There was no issue in the movement of the outer sheath proximally or distally. There were no issues noted with the inner lumen or the deployed stent. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device and the evaluation conducted, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was intended to be implanted within the common bile duct of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to stent placement. The malignant biliary stricture was reported to be 5 centimeters in length, located in the lower common bile duct. During the stenting procedure, as the user was attempting to deploy the stent, the sheath separated from the handle. As a result of the handle break, the stent was unable to be deployed. The procedure was successfully completed with another device. There were no serious injuries reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.